Event description:
A electronic report was received from a peritoneal dialysis patient who reoprted that she was not able to connect to the first connector on the dialysis treatment set. There was no report of patient injury. A companion sample is available for an evaluation.